Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported. Additional information was received reporting that the device was explanted due to elective replacement indicators (eri). Additional information also reported that the patient had presented to the emergency room with syncope and non-capture, and lead impedance was greater than 9000 ohms. It could not be determined if the issue was with the lead or the device so the lead was capped and the device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no output and functional testing revealed anomalous output conditions. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported. Additional information was received reporting that the device was explanted due to elective replacement indicators (eri). Additional information also reported that the patient had presented to the emergency room with syncope and non-capture, and lead impedance was greater than 9000 ohms. It could not be determined if the issue was with the lead or the device so the lead was capped and the device was explanted. No further patient complications have been reported as a result of this event. Electrical tests performed, actual device involved in incident was evaluated mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event low battery.